Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator was alarming vent inop and motor fault while on a patient, the ventilator was removed from the patient and the patient was placed on another ventilator, no patient harm.